Event description:
It was reported that the system 9800 would not initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the hard disk was faulty and was replaced. The system was tested and found to be working as intended and placed back into service.